Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device fractured. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was originally reported for this failure mode during the reporting quarter. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03375. - 4 previously reported events were included under MFR report # 0001811755-2019-03372 but should be included under this report. - 4 reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 3 devices were found to be affected by a worn drivetrain. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device fractured. 1 event had no patient involvement; no patient impact.